Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause : mlc-55 user had an inaccurate reference: competitor's meter: the end user is comparing results obtained from trividia's bgm system to the results from a competitor's bgm system.

Event description:
Consumer reported complaint for low blood glucose test results. The customer is concerned with tests results from meter to meter comparison of test results reported of 66 mg/dl using truemetrix meter and 93 mg/dl using dr.'s device. The customer's expected fasting blood glucose test result range is 95 - 140 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 99 mg/dl and 86 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 08/24/2017 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (customer is concerned with all readings): 58mg/dl (B)(6) 2017 09:36 am fasting:yes; 85mg/dl (B)(6) 2017 07:40 pm fasting:yes; 69mg/dl (B)(6) 2017 02:00 pm fasting:yes; 85mg/dl (B)(6) 2017 09:52 am fasting:yes; 60mg/dl (B)(6) 2017 08:25 am fasting:yes. Memory concerns: customer is concerned with all readings.